Event description:
As reported, when utilizing a contrast injection line to fill a power injector syringe, the female luer of the line was attached to the syringe and the rotating male adaptor was attached to a contrast media source. Air was aspirated into the system when the syringe was pulled back. The sample has been disposed of by the hospital, so will not be returned for evaluation. There was no air injection or patient injury.

Manufacturer narrative:
The hospital has disposed of the device involved in the reported incident, therefore, it will not be returned for evaluation. An investigation will still be completed, however, including a review of the device history records for the reported lot number. At the conclusion of the investigation, a follow-up medwatch will be submitted. .